Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after a duration of approximately 9 years due to aortic stenosis. The operative report stated the following: "the valve was inspected. It was totally calcified, not opening at all. It has a fixed opening in the middle. The valve was explanted....the patient was returned to post anesthesia care unit in fair condition having tolerated this difficult procedure well." Patient has a history of dyslipidemia, hypertension, and also underwent aortic root replacement in 2001.

Manufacturer narrative:
Method = x-ray. Evaluation summary: as received, the valve exhibited heavy calcification, evident in the x-ray, in the cusp area of all three leaflets. At the free margins calcification was noted at commissures 3 and 1. It was heavy at leaflet 2 and 3 commissure 3, and moderate at free margin of leaflet 3 at commissure 1. Calcification restricted mobility in the leaflets and led to stenosis. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 10-11mm. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue was minimal to moderate at the stent inflow and the stent outflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The returned device evaluation confirmed calcification and host tissue (pannus) growth as the primary causes of the reported explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient medical history was not provided. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals no quality deficiency during the manufacture of this device that may have caused or contributed to this event.